Event description:
The following event description was captured from the social media site (B)(6): I'm really interested in talking to anybody that ever experienced having erosion of realize band. My surgery date for banding was (B)(6) 2008. My realize band removal date (B)(6) 2010. Everything was awesome until 4 days prior to removal. I began hurting so bad to the point of having to roll out of bed onto floor to get up. Went to local emergency room (B)(6) 2010 and was then taken to (B)(6).the surgeon performed emergency removal of my band (B)(6) 2010. I was hospitalized three times for a total of 30 days spent. Test showed before removal that my band was visible from inside my stomach almost the full circumference of band.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.